Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pace impedance measurements. The lead safety switch was activated. Also, pacing thresholds have been observed to increase. The sensing was fine. It was also noted that the patient was in chronic atrial fibrillation (af) but not at the time of the call. This lead remains implanted and the patient was aoina to be monitored. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).